Event description:
It was reported that one day post implant the right atrial (ra) lead exhibited no capture and no sensing, with noise only visible. The lead was seen on x-ray to have dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.